Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The distal part of a partial lead measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 21.0-21.2cm from the distal end. Externalized conductors due to external and internal insulation abrasion were noted at 13.0-16.0cm from the distal end. Internal insulation abrasion was noted at 18.0-19.5cm from the distal end. The etfe coating was intact at these locations. A fracture of the re sensing conductor was noted at 1.5-3.0cm and 8.7-9.0cm from the distal end. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that noise and an insulation anomaly was observed. Lead was explanted and replaced. Patients condition was good after the event.